Event description:
The manufacturer received information from a customer stating that a cannula came out from a catheter mount and it was not noticed, and a patient has passed away. On (B)(6) 2025, at 1000 there was a call from the police. At 1045 the customer called back the police and informed them that the cannula came off from the catheter mount, and an alarm went off. However, the care-taker (the patient's husband) fell asleep and did not hear it, and then the patient passed away. It was confirmed by the police and the patient's family that the alarm sounds work without any problems. The police believe that the event does not require police involvement. The patient uses a trilogy 100 ventilator due to amyotrophic lateral sclerosis (als). There was medical intervention, but it is unknown what medical interventions were performed. It is noted that the cause of death is speculated to be from asphyxiation. There is no allegation that the trilogy 100 ventilator contributed to the death. The clinical assessment team states that based on information provided and available, this event is likely an unintentional user error, failure to respond to alarms. Device evaluations and log attachments are currently pending. Therefore, device cause and/or contribution to the reported event of death while on the device is likely confirmed, based on the evidence present. Further good faith efforts and information gathering are pending. The death is assessed as a severity 4. The device has not been returned to the manufacturer. At this time, we are unable to confirm any malfunction of the device. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from a customer stating that a cannula came out from a catheter mount and it was not noticed, and a patient has passed away. On (B)(6) 2025, at 1000 there was a call from the police. At 1045 the customer called back the police and informed them that the cannula came off from the catheter mount, and an alarm went off. However, the care-taker (the patient's husband) fell asleep and did not hear it, and then the patient passed away. It was confirmed by the police and the patient's family that the alarm sounds work without any problems. The police believe that the event does not require police involvement. The patient uses a trilogy 100 ventilator due to amyotrophic lateral sclerosis (als). There was medical intervention, but it is unknown what medical interventions were performed. It is noted that the cause of death is speculated to be from asphyxiation. There is no allegation that the trilogy 100 ventilator contributed to the death. The clinical assessment team states that based on information provided and available, this event is likely an unintentional user error, failure to respond to alarms. Device evaluations and log attachments are currently pending. Therefore, device cause and/or contribution to the reported event of death while on the device is likely confirmed, based on the evidence present. Further good faith efforts and information gathering are pending. The death is assessed as a severity 4. The device was returned to the manufacturer's service center and during the evaluation, it is noted that the event logs show multiple instances of 'circuit disconnected' and 'low minute ventilation' alarms, but no errors indicating a device malfunction. The service technician states that no abnormalities were found while performing an operational check using a respiratory circuit and a test lung. It is confirmed that the 'circuit disconnected' and 'low minute ventilation' alarm operated properly when the test lung was removed from the respiratory circuit. The device passed all functional testing. While disassembling and inspecting the inside of the device, no abnormalities were observed. The service technician determined that the device operates normally and there are no observed problems. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigations are required. The section h coding has been updated to reflect this information.